Manufacturer narrative:
The device was returned for evaluation. The following was observed, the balloon leaked near proximal shoulder of inflation balloon. Double wall thickness measurements of the inflation balloon were taken and measured components were within specifications. Imagery was received for review. Pre procedural CT and procedure angiography was reviewed and the following was observed. Access vasculature without significant tortuosity or narrowing. Presence of endovascular aortic repair (evar) graft in place in the abdominal aorta. Calcifications present in annulus leaflet. Commander delivery balloon observed, unable to fully expand to deploy the valve. Balloon post dilation. The reported event was confirmed based on visual inspection of returned device and imagery. However, no manufacturing non conformance was identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of IFU training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, during the valve deployment, the delivery system balloon ruptured resulting in a partially deployed valve. The system was withdrawn through the esheath. Upon inspection of the balloon, there was a small pinhole puncture at the proximal aortic side of the balloon. During product evaluation, a hole was noted at proximal should of inflation balloon. In this case, patient had calcified the annulus leaflet. It is possible that the balloon interacted with the calcified nodules during crossing, puncturing the balloon. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by and edwards lifsciences affiliate in canada, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the valve deployment, the delivery system balloon ruptured resulting in a partially deployed valve. The system was withdrawn through the esheath. There was no difficulty withdrawing the system, and the balloon was intact without any tear. A second delivery system was prepared and the valve was then fully deployed without incidents. The patient tolerated the procedure well, did not suffer any injury, and was note to be transferred to recovery in stable condition. Upon inspection of the balloon, there was a small pinhole puncture at the proximal/aortic side of the balloon.